Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Patient was feeling sick and was vomiting so they were taken to the emergency room by ambulance. When they removed the pod at the hospital they saw that the cannula had been dislodged from the infusion site (arm). As treatment, manual injections of insulin were provided and the patient was put on intravenous therapy with fluids.